Event description:
During a case, the user was making an adjustment to the apl valve, when they pulled up on the valve, and the valve came apart in the user's hand. The user placed the pt on bypass. While the pt was on bypass, the biomed retrieved an apl valve from another anesthesia machine that was not in use and replaced the valve. The user completed the case using the anesthesia machine. No pt injury.